Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had unexpected restart, a cold reset was performed alarm. Customer had a high blood glucose and he treated with a bolus through the insulin pump. Customer was able to successfully clear the alarm and able to complete rewind. The insulin pump alarm shortly after inserting a new battery. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and declined for high blood glucose. The device will not be returned for analysis.